Manufacturer narrative:
The insulin pump down loaded properly. However, error alarms were noted in the history screen due to a corrupted history file. The insulin pump had a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was unable to upload data from the insulin pump to the carelink software. The blood glucose reading was 154 mg/dl. The caller stated that there were no error messages, but the data upload got stuck at 24% and stayed there without progressing for over 5 minutes. Upon restarting the upload, it was found that the carelink pro could not detect the insulin pump. The insulin pump passed the self test. Advised replacement of the insulin pump. Nothing further reported.